Event description:
It was reported that during an angioplasty procedure, guide wire damage and death occurred. The lesion was located in the circumflex (cx) and left anterior descending (lad) arteries. The percent of the stenosis, degree of calcification, and vessel tortuosity are unk. Following placement of an unspecified stent and inflation of an unspecified balloon, the arterial plaque "shifted" from the lad artery to the cx artery. The number of inflations and to what atms, the balloon reached is unk. The choice pt guide wire was advanced to the cx artery and an unspecified stent was successfully placed and post-dilated with an unspecified balloon previously used in the procedure. The guide wire was repositioned and upon removal, the physician noted that the polymer coating had been sheared off and the guide wire looked frayed. The patient expired 2 days following this event. Add'l info has been requested.

Manufacturer narrative:
After repeated requests for the product to be returned, the device has not yet been received. If the product is returned, a summary of the analytical findings will be submitted in a supplemental report.